Manufacturer narrative:
(B)(4). Only meter was returned for evaluation. Upon qc investigation, there was no defect found on the returned item. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer's granddaughter complains of high results. Customer states that he feels physically fine, denies the need for medical attention. The customer's expected blood results are 120-135mg/dl fasting. Verified test strips expire 08/24/2017. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2015. Reviewed meter memory: (B)(6). Memory concerns:customers concern: with 302mg/dl on (B)(6) 2015 12:02:00 pm and 353mg/dl on (B)(6) 2015 11:49:00 am. The date and time is not properly set . While trouble shooting the meter control solution level 2 read out of range with a result of 116mg/dl and the range being 235-317mg/dl.